Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of no delivery alarm. The customer's blood glucose level was 235mg/dl. The customer states they have repeatedly changed their infusion set, but continue to receive the alarm. The customer states they believe the pump had issues. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had no excessive no delivery alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programed several bolus and primed. The insulin pump was delivered properly. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.